Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had possible under delivery anomaly. Customer also experienced a hyperglycemia. Customer blood glucose level at the time of incident was 349 mg/dl and his current blood glucose level was 315 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.